Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 64.0cm with the lead tip missing was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead dislodgement occurred. The lead was frayed and during the explant procedure, one tine of the lead stuck and remained in the subclavian vein.